Event description:
Attached cardiac input set to swan bridge, twisted luer lock into place and filled syringe, stated to inject fluid and distal end of inject port broke off.

Manufacturer narrative:
Additional information has been requested. If additional information is received, a supplemental report will be submitted. Date submitted: 27 march 2009.